Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. They had the implant done yesterday and it seemed to be working pretty well, except this morning the patient¿s bed was very wet, and they were wondering if they needed to do something with the signal. It was a funny thing because the patient didn¿t have any feeling and it was like it was before and they had a lot of leakage. The patient felt no stimulation sensation today, but they felt it yesterday. Initially they saw the poor communication screen and the patient did still have bandages present. They increased stimulation to 1.2 v and the patient could feel a slight fluttering feeling. By the end of the call the patient was no longer feeling the stimulation sensation. It was further reported that the patient had another loss of therapeutic effect and noticed the change on (B)(6) 2014. The patient made an adjustment themself from 1.3 v and they weren¿t feeling stimulation and increased to 1.5 v. They felt stimulation so they pressed the little blue button on the front. The patient wasn¿t feeling stimulation anymore and whenever they stood up they had incontinence. The patient was on program 1 at 1.5 v and the stimulation was turned on. They increased to 1.7v and the patient could feel stimulation and it was comfortable. They had removed the bandage and the site looked almost completely healed and the health care provider (hcp) said it was okay to remove the bandage. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The previously reported evaluation code-results code has been updated; (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the nurse/case manager reported that during the last 2 years the patient indicated they were instructed by the physician to turn the device off because it was not working. Since it had been turned off, the patient had large liquid bowel movement everyday around 11 am. The reported stated that following implant, the patient still had urinary incontinence. They also had more frequent liquid bowel movements and after a while they started to occur around 11 am. The case manager noted the patient was alert and coherent and inquired about the next steps as they weren¿t sure the patient turned it off or did it correctly. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain when they were urinating, which started a week ago. The patient didn't think they had an infection because they did not have a fever. The patient didn't always make it to the bathroom and had leakage and wetness. Mostly at night the patient couldn't make it to the bathroom and during the day they were not wet. The patient contacted their health care provider's (hcp's) office and they told them to go to their hcp's office to do a urine sample, but the patient couldn't make it due to transportation. The patent would call their hcp's office back. The patient always had pain when their urinated and maybe it was something with their body. The patient had back pain intermittently and that had been prior to their implant. The patient thought they were getting good relief from therapy and maybe did not want to change any settings. The patient had an appointment with their hcp a week from today. The patient had an hcp at the facility that usually checked up on them and set their stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.